Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that during a follow up visit, interrogation revealed an error code indicating a low voltage fault. A data download was provided to an internal technical service consultant for their review. Engineering reviewed the data and confirmed the fault is appropriate. No other suspicious faults or resets were stored in the device memory. Therapy delivery is unaffected. It was determined the device hardware is not detecting the loss of battery energy and battery status indicators are inaccurate. As this may be due to a device malfunction; device replacement has been recommended. This information was provided to the physician and a replacement procedure will be scheduled in the near future. Subsequently, a replacement procedure was performed. This device was removed, replaced and returned for analysis.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to twp compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.